Event description:
A report was received stating the tracheal tube was "bored." There was no patient involvement reported. Through requested, no additional information was made available tot he manufacturer.

Manufacturer narrative:
(B)(4). One sample of a tracheal tube was returned for investigation. It was then discovered that the returned sample was not a covidien product. No analysis will be performed. The reported malfunction did not occur with a covidien product. This event no longer meets the criteria for reportability.

Manufacturer narrative:
(B)(4).